Event description:
It was reported that during a surgical procedure, the drill attachment heated up and produced smoke. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.